Manufacturer narrative:
Customer report was confirmed. The inner tray was returned with the blue sterile wrap. Other tray and tyvek not returned. The tray was found to have what appears to be a dark brown or black hair about 3/4" long inside one component divider.

Event description:
C-cc-CT - contamination; it was reported that a hair contamination was observed in the tray. There were no patient complications.